Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, maryland bipolar forceps instrument had a broken/loose cable and cautery issue. The procedure was completed with no reported injury with a backup maryland bipolar forceps instrument. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Follow-up has been performed to request additional information, but no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of the damaged conductor wire insulation to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test and had no signs of thermal damage. The maryland bipolar forceps instrument was placed on the in-house system and an energy was delivered successfully from tips. The root cause of this failure was attributed to a component failure. A review of the instrument log for the maryland bipolar forceps (part number 471172-16 /lot number k14211108-0104) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 11 uses remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.